Manufacturer narrative:
The device was returned to the manufacturer and analyzed. The failure analysis disclosed that the fiber cap detached. The fiber parted at the cap. The fiber, shrink tube and jacket melted. The shrink tube burned. The joules verified on the fiber card were 89,760 joules. The root cause of the device failure was determined to be heat accumulation. The product labeling (product insert (B)(4)) warns that tissue contact or tissue probing may cause fiber damage or breakage. The product labeling also warns of possible cap detachment in the patient and instructions for retrieving.

Event description:
It was reported by a customer that on (B)(4) 2010, the fiber tip burned at 89,764 joules.